Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, r wave amplitude variation was observed on the right ventricular (rv) lead. During subsequent follow-up, oversensing on the rv lead led to the delivery of inappropriate high voltage therapy. During lead revision, the rv lead was capped and replaced. A drop in sensing occurred after connecting the new rv lead to the device. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-07853.

Manufacturer narrative:
The reported ventricular oversensing was confirmed through egm review, though the device was found to be normal. The physician suspected rv lead damage was the root cause and explanted both the device and the lead; the lead was not returned from the field. Review of the programmed device sensing parameters revealed a normal device sensing configuration. The device's sensing was normal based on its programmed settings. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.